Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand and was visually inspected and pressure tested. Results: visual inspection revealed no damage to the returned breathing circuit or the dryline. The pressure test also revealed that the breathing circuit was within specification. Conclusion: we were unable to determine what caused the reported event as no fault was found with the returned device. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production and those that fail are rejected. Our user instructions that accompany the rt266 infant dual-heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A distributor reported on behalf of a healthcare facility in japan that an rt266 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt266 infant dual heated evaqua2 breathing circuit was received at fisher & paykel healthcare (f&p) in (B)(4) but the evaluation has not yet begun. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that an rt266 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.